Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention. The lcx was suspicious of having in-stent restenosis in #11 segment and ivus was performed using an asahi prowater guide wire. When the ivus catheter would not advance further and stopped in the existing stent, the caravel catheter was delivered to exchange the guide wire. After wire exchange the microcatheter was removed from the patient when missing of the catheter tip was noted. Fluoroscopy confirmed that the separated tip was remained stuck in the stent. It was likely that the guide wire went through stent struts instead of going through the stent lumen. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. Strands on the catheter shaft proximal to the tip were loosened due to accumulated torsion. Microscopic observation of the tip was twisted and crushed into an oval shape. At the torn end of the tip, stretching of the tip polymer and exposure of the braid tube were observed. The length of the remaining tip suggested that approximately 2.5mm of the distal part of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation had most likely contributed to the observed tip separation. With the tip being stuck between the stent struts, the applied stress would localize and therefore exceed the product design limit making the tip to tear apart. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Do not insert or withdraw this microcatheter into or through stent struts. [Malfunctions and adverse effects] separation.

Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. Strands on the catheter shaft proximal to the tip were loosened due to accumulated torsion. Microscopic observation of the tip was twisted and crushed into an oval shape. At the torn end of the tip, stretching of the tip polymer and exposure of the braid tube were observed. The length of the remaining tip suggested that approximately 2.5mm of the distal part of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation had most likely contributed to the observed tip separation. With the tip being stuck between the stent struts, the applied stress would localize and therefore exceed the product design limit making the tip to tear apart. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Do not insert or withdraw this microcatheter into or through stent struts. [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention. The lcx was suspicious of having in-stent restenosis in #11 segment and ivus was performed using an asahi prowater guide wire. When the ivus catheter would not advance further and stopped in the existing stent, the caravel catheter was delivered to exchange the guide wire. After wire exchange the microcatheter was removed from the patient when missing of the catheter tip was noted. Fluoroscopy confirmed that the separated tip was remained stuck in the stent. It was likely that the guide wire went through stent struts instead of going through the stent lumen. There were no adverse patient effects associated with this event.